Event description:
The eea stapler that we opened looked like it had already been fired when we opened it up. It was taken off the field and not used on the patient at all. FDA safety report ID# (B)(4).